Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in an unspecified site with unspecified juvéderm® voluma¿ and juvéderm® voluma¿ with lidocaine. Patient was also injected in the lips with juvéderm® volift¿. Patient experienced "a few days local infection in the jaw line". Treatment and symptom information not provided. This emdr is being submitted for 3rd suspected product, juvéderm® volift¿.